Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on posterior, green particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.